Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had reached end of life (eol) status due to suspected premature battery depletion. It was further noted the shock impedance from a delivered shock two years earlier was 145 ohms. Boston scientific technical services (ts) was consulted and reviewed the shock impedance values from implant where it was found the impedance was high at 184 ohms when a 65 joule shock had been delivered. Ts discussed reviewing the device and electrode location carefully as the patient was noted to have lost weight. During the revision procedure it was determined that the cause of the high shock impedance was believed to be due to fat under the electrode coil and the device. The position of the electrode was viewed under fluoroscopy by the physician during the procedure. At that time the physician chose not to revise the electrode. The new s-ICD was placed intermuscular and the 10 joule shocked impedance and defibrillation threshold measurements were lower than the shock from two years earlier. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had reached end of life (eol) status due to suspected premature battery depletion. It was further noted the shock impedance from a delivered shock two years earlier was 145 ohms. Boston scientific technical services (ts) was consulted and reviewed the shock impedance values from implant where it was found the impedance was high at 184 ohms when a 65 joule shock had been delivered. Ts discussed reviewing the device and electrode location carefully as the patient was noted to have lost weight. During the revision procedure it was determined that the cause of the high shock impedance was believed to be due to fat under the electrode coil and the device. The position of the electrode was viewed under fluoroscopy by the physician during the procedure. At that time the physician chose not to revise the electrode. The new s-ICD was placed intermuscular and the 10 joule shocked impedance and defibrillation threshold measurements were lower than the shock from two years earlier. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. During testing the impedance measurements were within normal range at approximately 56 ohms. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.